Manufacturer narrative:
Corrected data may 2020.

Event description:
Healthcare professional reported slider resistance against the xen®45 gts. There was no injury to the right eye. Device has been discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported slider resistance against the xen®45 gts. There was no injury to the right eye. Device has been discarded.